Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. Detailed product information was not provided to bsc yet. A good faith effort to obtain the information is in progress. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that cardiac arrest occurred. During a left atrial appendage closure (laac) procedure, a versacross connect access solution kit was selected for use. The physician got femoral vein access and inserted the versacross connect and the watchman trusteer access system (was). The physician was still in the superior vena cava (svc) and the patient's heart all of a sudden stopped beating. The nurse started cardiopulmonary resuscitation (CPR) immediately. The patient's heart rate came back but was bradycardic at 35bpm. The physician put in a temporary pacemaker and a procedure was completed successfully. The patient left operating room with temporary pacer still in. The patient was admitted to hospital beyond standard of care. The device is not expected to be returned for analysis. In the physician's opinion, the devices did not contribute to the patient complications.

Manufacturer narrative:
Due to additional information received, the field b5 (describe event or problem) was updated, thus this supplemental MDR is being filed. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded.

Event description:
It was reported that cardiac arrest occurred. During a left atrial appendage closure (laac) procedure, a versacross connect access solution kit was selected for use. The physician got femoral vein access and inserted the versacross connect and the watchman trusteer access system (was). The physician was still in the superior vena cava (svc) and the patient's heart all of a sudden stopped beating. The nurse started cardiopulmonary resuscitation (CPR) immediately. The patient's heart rate came back but was bradycardic at 35bpm. The physician put in a temporary pacemaker and a procedure was completed successfully. The patient left operating room with temporary pacer still in. The patient was admitted to hospital beyond standard of care. The device is not expected to be returned for analysis. In the physician's opinion, the devices did not contribute to the patient complications. It has been further mentioned that there was no difficulty noted with the transseptal workflow. In the physician's opinion, neither of the versacross devices malfunctioned or contributed to the ae during the procedure. The rest of the procedure was completed successfully using the same versacross devices. The versacross connect dilator was inside the patient when the issue occurred. The device was disposed.